Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010, inr = 4.0; (B)(6) 2010, inr = 2.4. Follow up from pt: she did lab comparison within 1hr of meter test with new strip lot 234526. Meter 2.2 and lab 2.1

Manufacturer narrative:
Investigation pending.